Manufacturer narrative:
Method: device not returned for eval. Discarded by user. Conclusions: device not returned for eval.

Event description:
Plastic vaginal specula broke during use causing laceration.